Manufacturer narrative:
Exact implant date not known; implant in (B)(6) 2016. This product is not manufactured or marketed in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -9.50 into the patient's left eye (os) in (B)(6) 2016 (exact date unknown). After implantation, the patient complained of seeing glares, haloes, and blurred vision. As of the date of MDR submission, the lens remains implanted.

Manufacturer narrative:
Additional data: the implant date reported was (B)(6) 2016. On (B)(6) 2017, the lens was exchanged due to glare/haloes, which resolved the problem. The patient's post-op best corrected visual acuity was 20/20. Correctional data: the correct implant date reported was (B)(6) 2017. (B)(4).

Manufacturer narrative:
As of date of supplemental MDR submission, the lens has been planned to exchange. Work order search: no similar complaints were reported for units within the same lot. (B)(4).